Event description:
It was reported that the unspecified bd vacutainer® safety-lok¿ administration set with filter disconnected from the drip chamber while preparing the chemotherapy bag, causing solution to leak out. The following information was provided by the initial reporter: "while preparing the chemobag, drip chamber from secondary line disconnected accidently. The solution splashed on the floor and gown. Primary rn capped disconnected drip chamber to prevent flow of chemo medication to floor and bag inverted to prevent spill. Approximately 20-25ml of spilled. Secondary line changed. No harm to the patient."

Manufacturer narrative:
Unknown manufacturer: there are multiple bd locations where this unspecified bd device may have been manufactured. A catalog and lot number could not be confirmed for this incident and without this information we are unable to determine where the device was manufactured. Therefore, bd corporate headquarters in (B)(4) has been listed in sections manufacturer name, city and state and manufacturer site and the (B)(4) FDA registration number has been used for the manufacture report number. Date of event: unknown. The date received by manufacturer has been used for this field. Medical device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that the unspecified bd vacutainer® safety-lok¿ administration set with filter disconnected from the drip chamber while preparing the chemotherapy bag, causing solution to leak out. The following information was provided by the initial reporter: "while preparing the chemobag, drip chamber from secondary line disconnected accidently. The solution splashed on the floor and gown. Primary rn capped disconnected drip chamber to prevent flow of chemo medication to floor and bag inverted to prevent spill. Approximately 20-25ml of spilled. Secondary line changed. No harm to the patient."

Manufacturer narrative:
H6: investigation summary: no photo or sample was received for the customer's complaint of separation. Without further information like a physical sample for investigation, the complaint cannot be verified and root cause of this failure remains unknown. A device history record review could not be performed because a model or lot number was not provided by the customer.